Manufacturer narrative:
E1(event site postal code: (B)(6), event site state: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was able to verify the error log recorded 78,111,112 . To fix this issue, the fse replaced the executive processor board. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown while connecting to patient at about 7pm, customer swapped with another iabp immediately. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.